Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the handle was broken, the top case was chipped out on the lower corner, the right plunger case was chipped out and the battery door was cracked. A review of the event history log identified syringe plunger not in place in the history. Functional testing was performed and the syringe plunger not in place was found during the syringe test and the broken handle was confirmed during visual inspection. The root cause of the issue was a result of the customer's physical damage to the device. Replaced top case and right plunger, replaced the 2 carriage screws, and performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump had a broken case and exhibited a plunger error. No patient injury was reported.